Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass procedure, the device caused the pan to separate on two cartridges when attempting to remove them. Another device was used to complete the procedure. There was no adverse consequence to the patient. (B)(4)